Event description:
The customer reported that the patient expired while on the unit and no alarm was heard. The customer reported that the patient expired.

Manufacturer narrative:
The manufacturers service engineer (fse) was unable to find anything wrong with unit. The fse reported the ventilator alarmed when alarm conditions were created during testing. The fse found that the alarm volume was set at 3. All testing passed. There were no parts replaced.